Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further evaluation of all the facts and circumstances surrounding the event, steris has determined that the event is reportable. In 3/98, the facility reported that a system 1 operator received a chemical burn to the forearm while handling steris 20 sterilant concentrate. (The active ingredient in steris 20 is peracetic acid). The injury was reported as a second degree burn measuring 6cm by 3cm.